Event description:
The customer reported that the device alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported the ventilator would not power on either battery or ac power. Upon evaluation, the manufacturers service technician reported when the ventilator was turned the screen remained blank and the blower would not function. The service technician replaced the cpu pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.